Event description:
The customer reported that the gantry would sag when the laser was powered off. No patient involvement or patient injury.

Manufacturer narrative:
A company service engineer was dispatched to investigate the laser system. The engineer replaced the motor; awaiting results of device evaluation. The device history records were reviewed for this laser system and the review found that the gantry was replaced (before release of system) due to a failed component discovered during testing. The part was sent back to the supplier and subsequently the device was tested and released according to specifications. (B)(4).